Manufacturer narrative:
Block b3: exact date unknown, event occurred in the past month or two ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient experienced extreme pain and discomfort at the implantable pulse generator (ipg) site. The patient loss a lot of weight and the ipg has shifted that caused discomfort. The patient underwent ipg replacement procedure and was doing well post operatively. The explanted device will not be returned.